Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported deployment issue was not confirmed as the stent was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty. The returned condition of the unit observed that the rack in the handle was fully retracted and the distal sheath was fully retracted indicating that the thumbwheel had been fully rotated and the stent deployed. Attempts to obtain additional information from the account regarding the stent being fully deployed and not returned were unsuccessful. It may be possible that the distal shaft was bent or restricted in the anatomy preventing the shaft lumens from moving freely causing the deployment difficulty and the stent was later deployed outside of the anatomy; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.e1: physician's first and last name.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an extensive arterial occlusion with diffuse disease. The 5.0x100 mm absolute pro self expanding stent could not be deployed. It could not be confirmed if the stent partially deployed. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.